Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #2028159). The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with incomplete rhexis cuts and deeper cut intended lens treatment into posterior cortex in the unknown eye of a patient, during cataract surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the sr, the company representative performed an on-site assessment and confirmed the reported event in the system event log. However, the company representative was unable to replicate the issue while on-site. The company representative verified the optical coherence tomography alignment and cleaned treatment galvo mirrors found the system to meet alcon specifications per service test procedure. The customer reported incomplete rhexis cuts were nonconforming. Based on the information available, the customer reported event cannot be confirmed. Based on the information obtained, though the reported event was not confirmed, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).